Event description:
It was reported that during an unknown procedure, after three clips it was empty. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip and one j shaped clip were released. No burr was found on the jaws. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. In addition, the device locked out as intended, but the orange indicator was visible at 14th firing sequence, thus, it was not completely visible. This finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.